Event description:
A false positive advia centaur troponin ultra result was obtained on a pt sample (third blood draw set) was the result reported by the customer. The physician questioned the troponin result from the third blood draw set and the customer performed repeat testing. The repeat troponin test result was negative. All other blood draw set results for troponin were negative. There was no report of adverse health consequences due to the discordant troponin ultra result. The pt was admitted to pcu and transferred to the burn unit for specialized care.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse made minor adjustments to several probe calibrations and cleaned sample and reagent splatter from the ring covers. No conclusion can be drawn. The instrument is performing within specification. No further eval of the device is required.